Event description:
The report received from the affiliate indicated that during a coil embolization, the trufill dcs orbit helical fill 2 x 2 coil was stretched. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15111890 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). The lot was accepted per specification and released. This process to hold bares no relation to the complaint reported. Record pths # (B)(4) was generated for pending results of particle test, investigation was performed and it concludes that the result were favorable. The pths was closed and lot released. This process to hold bares no relation to the complaint reported. Pths# (B)(4) was generated due broken hub .the investigation was done and it was determined that the process has the necessary controls to detect these kind of defects during manufacturing process. The lot was accepted per specification and released. This process to hold bares no relation to the complaint reported. Coil assy lot # 15104638 was reviewed. It was observed during review of this lot no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No excursions were found for lot 15104638. No nonconformance records were issued for this lot. Coil assy lot # 15050873 was reviewed. It was observed during review of this lot no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No excursions were found for lot 15050873. No nonconformance records were issued for this lot. Coil assy lot # 14018026 was reviewed. It was observed during review of this lot no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Record pths # (B)(4) was generated for waiting results for pyrogen testing. Investigation was performed and it concludes that the results were favorable. The pths was closed and lot released. This process to hold bares no relation to the complaint reported.